Manufacturer narrative:
(B)(4). Method: the returned mr290v vented autofeed humidification chamber was visually inspected for damage. Results: our investigation confirmed the reported fault. The visual inspection confirmed a crack on the side of the chamber dome. A lot check revealed two other complaints of this nature for lot number 100611. Conclusion: the mr290v damage is consistent with physical impact. All mr290 chambers are pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post production, possibly during transport or storage at the customer facility. The mr290 user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare's (fph) field representative that cracks were discovered in a quantity of three mr290v vented autofeed humidification chamber. This was found before use on pt. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.